Event description:
A discordant immulite 2000 calcitonin result was obtained on one patient sample. The customer originally ran the sample, but upon repeat the results did not match. The customer then ran the sample a third time and reported the best 2 out of 3 results to the physician. There was no known report of treatment given or withheld based on the calcitonin result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument. Analysis of the instrument did not show any instrument issues and indicates that the cause for the discordant calcitonin data is unknown. The instrument is performing within specifications. No further evaluation of the device is required.